Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: autoimmune disorder, toxic reaction. H6 health effect - clinical code e2402: toxic reaction (nos). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient reported experiencing rheumatoid arthritis, chronic fatigue syndrome, small intestinal bacterial overgrowth, irritable bowel syndrome, early signs of lupus, cold hand/cold feet syndrome breast implant illness, leaky gut, heart palpitations, weight gain, brain fog, hair loss, major dry skin, pain, swelling, inflammation, poor sleep, dry eyes, vision impairment, cognitive issues, weak, muscle atrophy, can¿t exercise, infections, skin rash, thrush, skin issues, food intolerances, allergies, restless leg syndrome, liver issues, kidney issues, anxiety, depression, panic attacks, tachycardia, premature aging, menopause, eye floaters, bulging veins, spider veins, acid reflux, night sweats, biofilms in the gut, parasites, and can't lose weight. As a result, the patient underwent bilateral breast implant removal without replacements on an approximate date of (B)(6) 2023. The patient indicated she was unsure if the implants were mentor. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2024-03353 for the contralateral event.